Event description:
Pump declared alarm 20 during pumping. There was no adverse impact to the customer¿s blood glucose level. Customer decided to use mdi as a backup therapy and was instructed by technical support to return the problematic pump with a pre-paid label for a replacement.